Event description:
Caller reported an alarm 2 followed by alarm 26 due to an occlusion issue. Blood glucose level did not exceed 500 mg/dl, ensuring there was no adverse impact. Technical support instructed the caller to perform several troubleshooting steps, including disconnecting tubing and delivering boluses; although occlusion alarms recurred, the final bolus completed successfully. The customer continued to use the pump for insulin therapy until the replacement gets there.